Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who said their appointment was rescheduled for (B)(6) 2019. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported she thought the internal implant was not working right now and she was going to see her healthcare professional (hcp) about it. The patient noted she lost her programmer and it was being replaced. It was unknown if there were any symptoms. It was noted the event was ongoing at the time of the report. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked to clarify the implant not working issue, patient said the implant does not feel the urge besides when they take a water pill. When asked what were the circumstances that led to implant not working, patient said they don't have their patient programmer (pp) to program the device anymore as it quit working when they took a shower/bath (this information conflicts with what was previously reported). The patient is waiting to see their healthcare provider (hcp) on (B)(6) 2019. No further patient complications have been reported as a result of this event.